Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/14/2021.

Manufacturer narrative:
Initial reporter address: (B)(4). Initial reporter postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during patient infusion. The expected therapy time was 48 hours; however, the device emptied in 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.